Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -8.5/1.0/082 (sphere/cylinder/axis) was implanted into the patient's right eye (od) as an exchange lens. Reportedly the problem of excessive vaulting is resolved. "But now with mod re likely needing rotation -0.50+1.00x81. May perform lri dilated exam next week to determine icl position. We want to avoid intraocular manipulation, if possible." The lens remains implanted and no further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2022-00850 for initial implant.